Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were ¿several instances¿ of the catheter passer breaking over the ¿past year.¿ the part that was breaking was the part where the catheter is attached to the end of the obturator. It was stated this would sometimes occur when detaching that end of the obturator from the catheter passer handle. The neurosurgeon would either replace the product or make use of the current passer. There were no injuries associated with the issue. The passers were discarded and not available for return. No further specific event, patient, or device information was available for the reported instances.

Manufacturer narrative:
Additional review indicated there were previously submitted reports for the "several instances" noted in this regulatory report. Any further information received will be reported in one of the following reports: 2021898-2018-00265 2021898-2018-00373 2021898-2018-00374 2021898-2017-00661 2021898-2018-00466. If information is provided in the future, a supplemental report will be issued.